Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes chapter 11 / page 119: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The patient reported that on (B)(6) 2019, early morning, she was face down on the floor in her room and was headed to bed prior. When she was in the ambulance they had removed her pod (abdomen) when trying to connect her to the equipment, the patient threw the pod away. Her blood sugar was so low it would not read any number just low (<20mg/dl). When patient was found in her room she must have been walking towards her bed then fell from being so low. At the time her sister found her, she suspended the insulin and called the ambulance. While in the hospital they have an IV of antibiotics as well as ran some tests, patient had a heat blanket due to hypothermia. Patient stated that she was using the bolus calculator when she dosed for her dinner but must have given more than she needed and that is when the low occurred. They gave her something in an IV to bring her blood sugar back up, when she woke in the ER (emergency room) her sister told her what had happened. Patient cannot remember what had happened prior to the time she passed out just that her sister brought her something to eat and she bloused for it and was woken in the ER. Patient stayed in the hospital for two days, they were not allowing her to use the pod, but on (B)(6) 2019 when she reached her home she activated a new pod. The patient stated her primary diagnosis was acute metabolic encephalopathy. She stated that her diagnosis also included: low blood sugar, acute kidney failure, abnormal liver function test, hypothermia, diabetic foot (left), long term insulin use and type 2 diabetes, skin ulcer of right foot with fat layer exposed, staphylococcus aureus bacteremia.